Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 complaint of failing accuracy was not confirmed or validated. Testing revealed the device was within the specification of +/-6%. This was also not revealed in the history log. The device was not found at fault and no action taken. Updated fields b 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Summary in h -10.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (+7.95%). No patient was involved in this event. No adverse effects were reported.